Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. Evaluation revealed that the bolus button was missing and inoperable. The missing bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast and up arrow keypad buttons were intermittently unresponsive. The ok and down arrow keypad buttons responded appropriately. The keypad buttons have normal spring back or click. There was evidence of contamination found under the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.